Manufacturer narrative:
The device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The device also received with cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was not working. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert a new battery and display did not return after restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.